Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal density tissue, the outer cannula of the device allegedly failed to fire. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the unsealed plastic packaging, and one device was kept inside. No blood residues were noted on the device. Device was noted to be in initial position; however, firing failure cannot be verified from the provided photo. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported failure as provided photos are not sufficient to confirm the issue. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the outer cannula of the device allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.